Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of "open button of keypad at channel b was inoperative." This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 5.48.92. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "open button of keypad at channel b was inoperative" was confirmed by baxter personnel during product evaluation. The root cause was assigned to fluid ingress on keypad flex cable. Repairs will be completed at a future date. A service history review revealed that this device was not previously serviced for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.should additional information be received, a follow-up medwatch will be submitted.